Event description:
A cartridge alarm, specifically cartridge alarm 20 and 30, was reported by the customer during the load process. There was no adverse impact to the customer's blood glucose level. As a corrective measure, technical support confirmed the occurrence of consecutive cartridge alarms and decided to replace the pump despite it being out of warranty. The customer expressed interest in obtaining an out-of-warranty loaner pump.